Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, it was revealed that the left ventricular (lv) lead exhibited loss of capture and high pacing impedance. The device was reprogrammed. The patient was asymptomatic to the event.